Event description:
The account stated the architect c8000 generated elevated architect sodium of 170 mmol/l on a patient who repeated 133 mmol/l and elevated architect chloride of 138 meq/l that repeated 108 meq/l. No patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
No consequences or impact to patient ; (B)(4) high test results. The evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). The customer replaced the suspect ict module and no further issues have been reported. A review of the system logs did not verify the discrepant results provided by the customer or identify an issue with the ict module. The logs were not helpful in determining a likely cause for the discrepant results generated. Labeling in the architect system operations manual and ict sample diluent package insert is adequate with regard to removing and installing the ict module and the associated probe and tubing, and troubleshooting the customer's issue. A review of ict module historical complaint and trending data did not identify an ict module issue and/or atypical complaint activity. Based on the available information reviewed, an adverse trend of issues and/or a deficiency of the ict module are not identified.